Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that atrial connector was broken. Analysis also found that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, the lead flex cover was contaminated, the battery contacts were compressed and one side bail and the ring were missing. The device was repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. There was no patient involvement.